Event description:
A jelco IV catheter was inserted in patients left forearm by r.n. Approximately 5 hours later another r.n. Noted the IV was leaking. She undressed the IV site - a #20 jelco IV catheter was found broken off at the hub & required surgical removal. Asurgeon did a cut down, removed the catheter & placed 2 stitches in the pts left forearm. The stitches were removed 5 days later & steri strips were applied.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.